Event description:
Per the clinic, the patient experienced intermittencies and pain with device use; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans explant the device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed april 4, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details. This report is filed april 29, 2016.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed june 19, 2015. Device not yet received by manufacturer.